Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, error test, displacement test and rewind test. The operating currents were in spec. Compromised force sensor system alarmed during basic occlusion test due to loose/protruded drive support disk. The pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed her site in the morning and when she pressed act, it moves then says compromised force sensor system then restarts. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer will be sent a replacement pump. The customer declined the replacement pump.